Manufacturer narrative:
The biomedical engineer (bme) reported that there was communication loss on the central nurse's station (cns) monitoring the gz telemetry transmitters on 2 floors. The cns was monitoring wired devices as well that did not have communication loss. Pavilion 3 and pavilion 5 were the areas that were affected. The communication loss happened for about 20 seconds and everything came back online on its own. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical device: the customer stated that they were using the gz-120pa telemetry transmitters in conjunction with the cns, but no serial number information was provided.

Event description:
The biomedical engineer (bme) reported that there was communication loss on the central nurse's station (cns) monitoring the gz telemetry transmitters on 2 floors. The cns was monitoring wired devices as well that did not have communication loss. Pavilion 3 and pavilion 5 were the areas that were affected. The communication loss happened for about 20 seconds and everything came back online on its own. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that the gz transmitters were in comm loss at the central nurse's station (cns) on 2 floors. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the gz transmitters were in comm loss at the central nurse's station (cns) on 2 floors. The cns was monitoring wired devices as well that did not have comm loss. The comm loss occurred for about 20 seconds then everything came back online on its own. No patient harm or injury was reported. Investigation summary: as the issue resolved on its own, and no additional information could be obtained from the customer, a root cause could not be determined. Review of the serial number history shows no recurrence of reported issue. Additional information: b4 date of this report d8 was this device serviced by a third party? D10 concomitant medical device g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h10 additional manufacturer narrative